Event description:
It was reported a patient enrolled in a (B)(4) study underwent a total right hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2004 for an unknown reason. Patient underwent an irrigation and partial radical debridement procedure on (B)(6) 2010 due to pain and infection. All components were removed and replaced with a modular head and spacer molds. On (B)(6) 2010 a total hip system was reimplanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04929 / 04930).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2004. Patient was revised on (B)(6) 2004 due to dislocation. The modular head and liner were removed and replaced. Patient further underwent an irrigation and partial radical debridement procedure on (B)(6) 2010 due to pain and infection. It was reported that patient underwent abdominal surgery several weeks prior to presenting with infection. Operative report noted well-fixed stem. During the revision, all other components were removed and replaced with a modular head and spacer molds. Patient was reimplanted on (B)(6) 2010. The procedure was completed with a zimmer biomet taper, an unknown head, and competitor cup and liner. Received clinical data noting patient was enrolled in another clinical study regarding the left hip. It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2002. Patient alleges a leg length discrepancy, a limp, sudden weight loss, vomiting, nausea and pain. No revision procedure has been reported. Additional information received reported that patient underwent a right radical debridement procedure on (B)(6) 1014 due to infection. Operative report note well-fixed stem. During the revision, all other components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2014. The procedure was completed with a zimmer biomet head and competitor cup and liner. Patient underwent a girdlestone procedure on (B)(6) 2014 due to infection. During the procedure, all components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2004. Patient was revised on (B)(6) 2004 due to dislocation. The modular head and liner were removed and replaced. Patient further underwent an irrigation and partial radical debridement procedure on (B)(6) 2010 due to pain and infection. It was reported that patient underwent abdominal surgery several weeks prior to presenting with infection. Operative report noted well-fixed stem. During the revision, all other components were removed and replaced with a modular head and spacer molds. Patient was reimplanted on (B)(6) 2010. The procedure was completed with a zimmer biomet taper, an unknown head, and competitor cup and liner. Received clinical data noting patient was enrolled in another clinical study regarding the left hip. It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2002. Patient alleges a leg length discrepancy, a limp, sudden weight loss, vomiting, nausea and pain. No revision procedure has been reported. Additional information received reported that patient underwent a right radical debridement procedure on (B)(6) 2014 due to infection. Operative report note well-fixed stem. During the revision, all other components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2014. The procedure was completed with a zimmer biomet head and competitor cup and liner. Patient underwent a girdlestone procedure on (B)(6) 2014 due to infection. During the procedure, all components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2004. Patient was revised on (B)(6) 2004 due to dislocation. The modular head and liner were removed and replaced. Patient further underwent an irrigation and partial radical debridement procedure on (B)(6) 2010 due to pain and infection. All components were removed and replaced with a modular head and spacer molds. Patient was reimplanted on (B)(6) 2010.